Manufacturer narrative:
The product was not available for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in (B)(6) 2011 due to hydrocephalus. According to the report, the peritoneal catheter was found to be broken at a position approximately 1 cm from the proximal connection. The report stated that the device was explanted and replaced with another manufacturer's device. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not available for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. All valves are 100% tested at the time of manufacture. Additional device information: it was later reported that the valve was explanted as part of a shunt system. The report stated that the valve did not malfunction and was working properly. The catalog number has been updated to reflect the shunt system.